Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty crossing a pre-dilated lesion. While attempting to retract the catheter the physician encountered some resistance. Upon removal it appears that the stent is flared. The case was completed with another stent. No pt injuries or complications occurred.